Event description:
Spontaneous call patient called stating she missed her weekly scig (subcutaneous immunoglobulin) infusion on saturday (B)(6) 2022 since her pump broke before she tried to infuse. Her pump wouldn't move the black tab to then end of the track despite using the wind-up knob. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? If yes, was any medical intervention provided? Patient was unable to infuse - pharmacy is in the process of contacting md office. Is the actual device available for investigation? Pharmacy service representative scheduled return pump box so pump will be shipping back to pharmacy. Did we replace the device? Pharmacy service representative scheduled replacement pump. Did the patient have a backup device they were able to switch to? No. All known information is contained on this form. Any additional information will be provided on a separate report. Reported to (B)(6) by: patient/caregiver.